Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately high. The complaint was classified based on the documentation obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012, at an unconfirmed time in the evening. The patient reportedly obtained a blood glucose result of 189mg/dl which she felt was inaccurately high. The patient stated that she manages her diabetes with an unknown type and dose of insulin through pump therapy and took 1 unit of insulin as per her usual diabetes management routine in response to the alleged issue and went to sleep. At approximately 1am on (B)(6) 2012, she reported that a family member had to call the paramedics because she wouldn't wake up. When the paramedics arrived they checked her blood glucose using an unknown hcp meter at 1:15am and a reading of 49mg/dl was observed. The patient was treated immediately with a glucagon shot and then she was given a sandwich afterwards. It was not specified if she was taken to the hospital. During the time of troubleshooting the cca confirmed that the subject meter was in the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The subject meter was returned to lfs and product analysis (pa) was completed on (B)(6) 2012 with the following findings: the subject meter was not confirmed; the meter passed testing with no issues found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.